Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Ref MFR report: 1627487-2014-03590. The pt had one thoracic and one cervical scs system. This issue is related to the 2 scs leads for the thoracic system. It is unk whether the 2 leads are from the same lot. It was reported the pt was experiencing ineffective stimulation from her thoracic scs leads. The scs system was explanted.